Event description:
A report was received that the patient was having pain at the ipg site whether the stimulation was turned on or off. It was also reported that when charging and when the stimulation was turned on, the patient felt a jolting sensation. The patient will undergo a revision and the physician is considering replacing the ipg.

Manufacturer narrative:
Additional information was received that the patient's pain at the ipg site was due to weight gain. It was reported that the ipg was in a deep part of the fatty tissue that caused it to turn sideways. The patient underwent a procedure where the ipg was replaced per physician's preference. No device malfunction was suspected. Sc-1110-02 (sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The source of the complaint could not be determined. The stimulation outputs were monitored on an oscilloscope and verified the outputs were consistent and correct on all electrodes. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was having pain at the ipg site whether the stimulation was turned on or off. It was also reported that when charging and when the stimulation was turned on, the patient felt a jolting sensation. The patient will undergo a revision and the physician is considering replacing the ipg.

Manufacturer narrative:
Additional information was received that the patient will undergo an ipg replacement.

Event description:
A report was received that the patient was having pain at the ipg site whether the stimulation was turned on or off. It was also reported that when charging and when the stimulation was turned on, the patient felt a jolting sensation. The patient will undergo a revision and the physician is considering replacing the ipg.

Manufacturer narrative:
Event date: (B)(6) 2014.